Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 2.2 mmol/l (39.6 mg/dl) while wearing the pod. It was reported that the controller did not give an alarm. The patient also experienced hypothermia with body temperature of 33 degrees celsius (91.4 degrees fahrenheit). The patient called an ambulance who transported the patient to the hospital. The patient was treated with 2 doses of 100 ml glucose in the ambulance and ate food. The patient was released after 9 hours. An insulet call agent checked the settings and volume with the customer and they were turned off.